Manufacturer narrative:
Block b3: exact date unknown, event occurred in over a year ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6). And batch: 7051441.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.